Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (spain) the patient's scs ipg was replaced due to the ipg not communicating following a separate surgical procedure. Reportedly, the patient's scs ipg was set to surgery mode prior to the procedure. However, when attempting to connect to the ipg after the procedure, communication was not possible. Troubleshooting was unable to resolve the issue. Finally, the patient's scs ipg was replaced and the issue was resolved.